Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 could not be deployed. T1 was removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on b5 and h6 (description summary and f codes).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not received. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 could not be deployed. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).